Manufacturer narrative:
Results: ten representative customer samples were evaluated. The safety shield was hand activated to evaluate defective safety shields. A review of the device history record was completed lot number 607097 and showed no defects. Conclusion: bd was not able to duplicate or confirm the customer¿s indicated failure mode. The lockout features engaged appropriately and no breakage, full or partial disengagement of the safety shield from the body of the unit was identified.

Event description:
It was reported that bd vacutainer® eclipse¿ blood collection needle, 22 g x 1.25 in pink safety shield was falling off when the safety shield is engaged. No injury or medical intervention.